Event description:
The film receiving cassette jammed two times. A spare cassette was then implemented and the procedure was resumed. The repair man responded within a few hours and indicated repairs had been made however rptr may need a new cassette. MFR will assess and advise.